Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13f24028 and h13e24053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time. This is report 1 of 2.